Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an implant, this right ventricular (rv) lead exhibited a high out of range pacing impedance, greater than 2000 ohms. The high impedance was observed before and after the helix was deployed and was measured via 2 different pacing system analyzers (psa). The lead was then moved and the impedance was still high, via the psa. The signal reportedly looked good and there were no issues with the helix. However, the physician opted to explant and replaced the lead with another lead. This all occurred prior to pocket closure. After the lead was removed, it was rinsed and a blood capsule was observed, in the helix house. It was also reported that when the stylet was pushed through the lead, air bubbles came out of the lead into the water. The lead was tested again via psa and impedance measurements were observed around 400-500 ohms. No adverse patient effects were reported.